Event description:
After 19 mins of onyx injection through the ultraflow catheter with about 1cm of onyx reflux, the catheter was removed. It was reported that there was an onyx plug attached at 1cm from distal tip of the catheter. A piece of onyx was also found at the hemostasis valve. A control angiogram disclosed the feeder artery was ruptured, and glubran was injected. The pt immediately showed signs of hemiplegia. It was also reported the pt has completely recovered 20 days after the procedure.

Manufacturer narrative:
The catheter has been evaluated and no device failure was found.